Manufacturer narrative:
(B)(4). Per ccp, no leaks were identified, the hose connections were secure. During preventive maintenance (pm) of the device, the field service representative (fsr) examined gas blender for problems and found that there was no problem with the gas blender. Unit performs to manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the certified clinical perfusionist (ccp) can't increase oxygen above 91% using screen and local controls. They continued to use the device throughout the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. As per clinical review on 22-may-2017: per ccp, the electronic patient gas system (epgs) was calibrated successfully prior to cpb. According to perfusionist, the highest measured fraction of inspired oxygen (fio2) displayed was 91 %. This peak measured fio2 was displayed when both the fio2 slider and local knob was set to 100 %. Also, there were no alerts/ alarms / or status messages. When the patient was being weaned from cpb and the gas flow was reduced to lower levels, the perfusionist observed that "cal" was displayed below the fio2 measure on the central control monitor (ccm). The epgs was used to complete the case and there were no issues with adequate oxygen delivery to the oxygenator and the patient. Blood gases were monitored per normal protocol and oxygenation was at desired levels. The case was completed successfully, without delay and without associated blood loss.

Manufacturer narrative:
The reported complaint was not confirmed. Per the field service representative (fsr), no part will be returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.